Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, body fluids were noted in the insulation and could not be flushed. The lead was discarded and a new lead was used successfully.